Manufacturer narrative:
Additional info was received indicated that the controller listed in the complaint had "damaged connector pins" within the controller for power port 1. Controller is planned to be returned to the manufacturer. One controller ((B)(4)) and one battery ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the controller revealed that the device failed to meet specifications; the device failed visual inspection due port one and port having bent pins. This failure is most likely due to a forced or improper connection to the port, causing the pins to bend. The manufacturer has opened an internal investigation for the root cause of bent pin. Battery ((B)(4)) which was suspected of not providing power performed as intended, with no failures detected at the bench. Review of the available log files revealed that the nearest controller power-up and motor start event matching the description provided in the event details occurred on (B)(6) 2016 at 16:25:21 pm and 16:25:24 pm respectively. Data logs indicate that at that time, a controller ac adapter (cac) was connected to port one (1) and battery ((B)(4)) was connected to port two (2) with 78% relative state of charge (rsoc). The logs indicate that on the last data point prior to the loss of power, battery ((B)(4)) was still connected to power port 2, however, a power source was not connected to power port 1. A loss of power occurred shortly after. Moments later, at 16:40:18 the logs once again show the pump running with the cac adapter connected to port 1 supplying power, and battery ((B)(4)) connected to port 2 still. The reported loss of power was confirmed via logs. It's possible the patient accidently disconnected both power sources. This is report one of two reports (3007042319-2016-01690, and 01691) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The controller has an internal battery with a sole purpose of powering an alarm in the unlikely event that both power sources are simultaneously disconnected. Like all batteries, this battery may failure with age. Patient should be reminded to always follow their patient manuals when changing power courses and never disconnect from power sources at the same time. The steps for exchange of batteries and controllers are outlined. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. This is report one of two reports (3007042319-2016-01690, and 01691) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from (B)(6) that a patient had log files analyzed that showed a controller "power up" and as associated "pump start" event logged on the controller indicating a loss of power to the controller. Last data point logged prior the event shows no connection to power port 1 and (B)(4) connected to port 2. We replaced the battery. The medical doctor decided to exchange the controller during the next clinical visit. The reported event with the controller exchange or the patient. The product is to be returned to the manufacture. No additional information available at this time.